Event description:
It was reported to boston scientific corporation that a advantage was implanted into the patient on (B)(6) 2009. The patient experienced complications, further surgery, and nonsurgical treatment. Patient symptoms include: eep (erosion/extrusion/protrusion of the mesh); groin pain; difficulties with bowel motions; recurrent incontinence; aggravated incontinence; damage. Surgical interventions: on (B)(6) 2010 the patient underwent further surgery regarding the advantage implant under general anesthesia for the following purpose: anterior vaginal compartment repair. Nonsurgical treatments: on (B)(6) 2009 the patient commenced other medication (please specify): vagifem for the treatment of: treat symptoms (dryness, irritation). Treatment duration: on-going. On (B)(6) 2010 the patient underwent imaging for purpose: investigation re ovarian cyst.

Manufacturer narrative:
Patient identifier: (B)(6). The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. The upn provided was chosen as a representative upn to capture the implanted device. The complainant indicated that the device is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.